Event description:
Damaged haptic after implantation. Intra-operative explantation. Leading haptic does not fold as per IFU. Lens had to be explanted and directly replaced with a new one. Patient health not impacted, patient has recovered and is fine.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d9 - device available - corrected from yes to no. Additional information: h3 - device evaluated by manufacturer - indicates "no" and that the device was not returned to the manufacturer h6 - investigation codes were added for: investigation type; findings; and conclusion. Summary of the complaint investigation is noted below. The product has not been returned as of 10 february 2021. According to the pictures provided, one haptic was separated at the tip. The optic was cut in half. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 151) exact root cause was not determined. However, from our investigation, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending for device return and product investigation. Once the investigation is completed, an follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Damaged haptic after implantation. Intra-operative explantation. Leading haptic does not fold as per IFU. Lens had to be explanted and directly replaced with a new one. Patient health not impacted, patient has recovered and is fine.